Event description:
It was reported to boston scientific corporation on october 06, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on an unknown date. During the procedure, the axios stent could not be deployed. The axios stent was removed from the patient partially deployed and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Initial reporter occupation: approximated based on the date the manufacturer became aware of the event. (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed. Block h10: an axios stent and electrocautery enhanced delivery system was received for analysis. The stent was returned completely deployed. Visual examination of the returned device found the inner sheath kinked. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of inner sheath kinked was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the technique used by the physician and/or normal procedural difficulties encountered during the procedure, limited the performance of the device and contributed to the inner sheath kinked. The reported event of stent partially deployed cannot be confirmed; the stent was returned completely deployed. Therefore, a review and analysis of all available information indicated the most probable cause no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation on october 06, 2022, that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on an unknown date. During the procedure, the axios stent could not be deployed. The axios stent was removed from the patient partially deployed and the procedure was completed with another axios stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.